Event description:
It was reported that the patient had two unspecified promus stents implanted in the mid left anterior descending artery (lad) in (B)(6) 2008. On (B)(6) 2010, due to exacerbation of angina, the patient had another promus stent implanted in the proximal to mid lad. On (B)(6) 2012, the patient experienced angina. A 3.0 x 38 mm non-abbott stent was implanted in the proximal to mid lad, as restenosis was noted. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional promus stents referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the promus stent was implanted to treat restenosis of a non-abbott stent. It should be noted that the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU states: the effects of stent implantation of promus stents combined with non-promus drug-eluting stents are unknown. When multiple drug-eluting stents are required, use only promus/xience stents with the identical stent material and drug coating in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined if the IFU deviations caused or contributed to the reported difficulties.